Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer stated that he changed the reservoir and the infusion set about every 5 days. The customer also stated to having an infection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.